Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Reporter stated that customer received the following results on the active system within 2 minutes: 158 mg/dl and 314 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been used up and will not be returned.